Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a problem with temperature cable connection in an arctic sun device. Per review of wo on 11jul2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a damaged temperature cable. The device was evaluated upon receipt. It was confirmed that the temperature cable was damaged. Replaced temperature cable. Per sample evaluation results received via task on 31jul2025, it was reported that the blue ring or nut of t1 connector unscrewed and fell down. The customer tried to use the equipment without this ring and pushed in t1 connector making impossible to connect the temperature cable. Removed the isolation circuit card and repositioned the t1 connector into its right position and screwed the blue ring (that customer found in the floor), checked the soldering's of this connector and after checking that everything was ok, put the isolation circuit card back into the main hardness. Device is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. Correction: d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a problem with temperature cable connection in an arctic sun device. Per review of wo on 11jul2025, there was no patient involvement. Per follow up information received via mail on 17jul2025, the blue ring or nut of t1 connector unscrewed and fell down. The customer tried the equipment without this ring and pushed in t1 connector making impossible to connect the temperature cable. Removed the isolation circuit card and repositioned the t1 connector into its right position and screwed the blue ring that customer found on the floor, checked the soldering's of this connector and after checking that everything was ok, put the isolation circuit card back into the main harness. While testing the device, realized that the customer temperature cable was damaged, so replaced it with a new one. Regular field test was performed. Per sample evaluation results received via task on 31jul2025, it was reported that the blue ring or nut of t1 connector unscrewed and fell down. The customer tried to use the equipment without this ring and pushed in t1 connector making impossible to connect the temperature cable.